Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure a farawave was selected for use. After mapping without issues, the farawave catheter was inserted into the left superior pulmonary vein (lspv) to begin ablation. First vein was ablated without issues and moved to the left inferior pulmonary vein (lipv), then, a drop in blood pressure was observed and intracardiac echocardiography (ice) confirmed a large pericardial effusion. The catheter was moved back to the right atrium and a pericardiocentesis and pericardial window were performed. A perforation was noted in the left atrial appendage (laa) that was clipped. The patient was placed on a cardiac bypass and was transferred to operation room for completion of a computed tomography procedure. The patient was kept for observation, and it's expected to fully recover.